Event description:
On (B)(6) 2024 between 05:18 and 05:19 there were power cable disconnect, low power hazard, and no external power alams due to power to the mpu being briefly interrupted.

Manufacturer narrative:
Section b5: corrected manufacturer's investigation conclusion: the reported event of a total loss of power to the system, resulting in a pump stop, was confirmed via the submitted controller event log file. The submitted controller event log file contained 256 events spanning approximately 7 days (15jun2024 ¿ 22jun20204, 01jan2000, and 26jun2024 per the timestamps); data captured on the timestamp of 01jan2000 occurred after the controller clock had been resetthe system controller was connected to two charged 14volt (v) batteries on (B)(6) 2024 at 10:55:47. A low voltage advisory alarm activated at 16:04:27 on (B)(6) 2024 due to the 14v batteries reaching the low voltage threshold. The low voltage hazard alarm then activated at 17:28:25 due to further depletion of the 14v batteries. A no external power alarm then activated at 17:39:20 on (B)(6) 2024 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump at 19:16:40 on (B)(6) 2024, resulting in the pump stopping; a pump off and low flow hazard alarm activated at this time. The system controller then shut off sometime after 19:17:47 on (B)(6)2024 due to full depletion of the backup battery. The next events in the log file showed the controller being connected to a charged 14v battery; the controller clock was at the default timestamp of 0:00:00 on (B)(6) 2000 at this time, which is consistent with a total loss of power to the system occurring prior. The pump started as expected upon being connected to the 14v battery and ramped up to the set speed without issue. The system operated as expected until external power was removed at 00:01:31 on (B)(6) 2000. The backup battery provided power to the system until the black cable was connected to the mobile power unit. The pump continued to operate as expected for the remainder of the log file. Of note, the controller clock corrupt alarms cleared once the date was set to (B)(6) 2024 14:33:44. Aside from the pump stop event due to battery depletion, the pump maintained a speed within the expected range throughout the log file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (revision a) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump off, low voltage advisory, low voltage hazard, no external power, and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (revision a) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (revision a) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive at home with cardiac arrest. Their batteries were depleted. Log files revealed low power advisory alarms on 15jun2024 at 18:08 due to normal battery depletion. On 18jun2024 at 06:34 power cable disconnect, low power hazard, and no external power alarm's were noted due to power to the mobile power unit (mpu) being briefly interrupted. On 20jun2024 at 18:25 power cable disconnect, low power hazard, and no external power alarms were noted due to power to the mpu being briefly interrupted. On 22jun2024 at 16:04 low power advisory alarms occurred due to normal battery depletion. At 17:28 the low power advisory alarms developed into low power hazard. At 17:39 power cable disconnect and no external power alarms occurred. The emergency backup battery (ebb) activated. From 19:16 to 19:17 low flow, power cable disconnect, low speed advisory, and intentional pump stop alarms were noted. The system controller clock was reset due to the loss of all power. The clock was synced on 26jun2024 at 14:33.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.